Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that when patient presented to the clinic for a follow up visit lead undersensing and lead noise was observed. Prior to follow up visit, patient received a vibratory alert however did not the alert the clinic. Lead undersensing lead to two episodes of ventricular fibrillation detection and therapy was aborted due to lead noise. Upon chest x-ray review lead fracture and the lead being bent was observed. Lead was explanted and a new lead was implanted. Patient was stable.